Event description:
Material#: 515052, batch number#: 2403306. It was reported by customer that optima injector leaked. During hazardous drugs spill/cleanup/disposal training with staff. I was showing rns the phaseal closed system device, and I was sharing about this device's safety feature in preventing leakage, until the device is engaged (the phaseal injector is connected to the phaseal connector. Initially I used a syringe with the phaseal injector that was used during chemo training and was used repeatedly for training purposes. When pushed down the syringe piston the phaseal leaked. I took a new device and tried it. It leaked as well. Shared this with henry(pharmacist), and he was instantly concerned, and tried a new phaseal, which leaked a s well. Two other staff rns tried different phaseals with similar results. Verbatim#: optima injector leaked. And description of event included in attachments. During hazardous drugs spill/cleanup/disposal training with staff. I was showing rns the phaseal closed system device, and I was sharing about this device's safety feature in preventing leakage, until the device is engaged (the phaseal injector is connected to the phaseal connector. Initially I used a syringe with the phaseal injector that was used during chemo training and was used repeatedly for training purposes. When pushed down the syringe piston the phaseal leaked. I took a new device and tried it. It leaked as well. Shared this with henry(pharmacist), and he was instantly concerned, and tried a new phaseal, which leaked a s well. Two other staff rns tried different phaseals with similar results.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 515052; batch number#: 2403306. It was reported by customer that optima injector leaked. During hazardous drugs spill/cleanup/disposal training with staff. I was showing rns the phaseal closed system device, and I was sharing about this device's safety feature in preventing leakage, until the device is engaged (the phaseal injector is connected to the phaseal connector. Initially I used a syringe with the phaseal injector that was used during chemo training and was used repeatedly for training purposes. When pushed down the syringe piston the phaseal leaked. I took a new device and tried it. It leaked as well. Shared this with henry(pharmacist), and he was instantly concerned, and tried a new phaseal, which leaked a s well. Two other staff rns tried different phaseals with smlar results. Verbatim#: optima injector leaked. And description of event included in attachments. During hazardous drugs spill/cleanup/disposal training with staff. I was showing rns the phaseal closed system device, and I was sharing about this device's safety feature in preventing leakage, until the device is engaged (the phaseal injector is connected to the phaseal connector. Initially I used a syringe with the phaseal injector that was used during chemo training and was used repeatedly for training purposes. When pushed down the syringe piston the phaseal leaked. I took a new device and tried it. It leaked as well. Shared this with henry(pharmacist), and he was instantly concerned, and tried a new phaseal, which leaked a s well. Two other staff rns tried different phaseals with smlar results. Please follow up with the customer and identify where the leak occurred. Was it between the injector and syringe connection? Was it through the membrane of the injector? Was the injector properly engaged with a mating component when they pressed on the syringe? Per customer response: sample was not chemo contaminated. The leak was through the membrane of the injector without activation.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one video was provided to our quality team for investigation. When reviewing the video, the injector is observed to be connected to a syringe and liquid was leaking from the injector. It was noted that there was no mating optima component assembled to the injector when the plunger of the syringe was pressed. This creates a pressure within the device, damaging the membrane and creating the leak observed. As this is not the intended use of the product, the injector must be connected to a mating component (protector/connector/infusion adapter) when engaging, there is no failure related to our product that we could identify. A device history review was performed for reported lot 2403306, no deviations or non-conformances were identified during the manufacturing process. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for the reported lot and verified to be within specification. Based on our quality team's investigation, this incident likely occurred as a result of improperly engaging the device as the injector must be connected to a mating optima component when engaging. It is important to follow the instructions for use when using phaseal devices to ensure the product functions properly. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.